Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported kinking. The extension tubing set was connected to an unspecified IV access device and being used to deliver an unspecified medication. After an unspecified length of time, the customer contact reported that at an unspecified location of the tubing set, a kink was noted leaving it unusable for the patient. No specific details were provided. It was reported that the kink resulted in suboptimal patient care in critical situations, sometimes disrupting and interfering in surgical procedures in which they would have to adjust the IV and then restart the IV. There were no reported adverse patient effects and no reported delay of therapy. No additional information was provided.